Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with two prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The two prostyle sutures were successfully pre-placed. Reportedly, after the first prostyle device was removed, a suture separation occurred at the pretied knot when tension was applied to the suture using forceps. The suture separated into two pieces. The second pre-placed prostyle suture was intact. A third prostyle suture was was successfully pre-placed. The sheath was upsized to a 14f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A suture separation occurred when some tension was applied to the blue suture with forceps to tighten the suture. It should be noted that the electronic prostyle instructions for use, states complete advancing and locking the first suture knot using the perclose prostyle suture trimmer or knot pusher. Follow the same steps to advance and lock the second suture knot. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 failure to follow steps/instructions.